Event description:
The customer reported that the device locked up during operational check. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device locked up during operational check. There was no report of pt involvement. The device was evaluated at philips, and the reported symptom was duplicated. The software was found to have been corrupted and was reloaded to resolve the issue.